Manufacturer narrative:
The reported event of mw file - pump would not function file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/14/2005. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris module not working, not even recognized on two different alaris brains, blue tags were in place upon removal from supply room. Pump not sequestered and is not available for return. Mfg: carefusion/bd corp; model 8100." An incomplete date of event of (B)(6) 2018 was provided. The customer responded that "the blue tags are for our biomed to remove the piece of equipment and run diagnostics. Biomed does not have record of this pump". There was no patient harm.